Manufacturer narrative:
Hill-rom technician reported that the account did not know the serial number of the bed involved in the event. Pendants are being rerouted per recall. The account indicated to us that they were going to perform the recall. Recently they requested that we perform the remainder of the recall action. We are active finalizing the work.

Event description:
The account alleged that a nurse's foot got caught in the patient pendant cable and the nurse fell. She bruised her knees and shoulders and received a laceration on her forehead.